Event description:
Reportedly, the pacemaker involved in this MDR report had pacing problems (some pauses were observed between pacing intervals). A new pacemaker was implanted and the problem was solved. The device was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to [symphony dr or sr] models approved (B)(4). The analysis is pending.